Event description:
Medical staff responded to a pt described as in cardiac arrest. According to the reporter, at some time during the code, the device did not reach full charge. The device was re-charged and subsequently operated properly. No adverse effects to the pt were reported as a result of the alleged malfunction.